Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 1/13/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a pancreaticoduodenectomy on (B)(6) 2019 and a reservoir was used. The reservoir could not be locked before use. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.